Event description:
Revision surgery due a periprosthetic bone fracture below the stem after 18 days from primary. The surgeon revised all medacta implants (stem, head, liner, shell) to competitor implants.

Manufacturer narrative:
Batch review performed on 26 may 2026: lot 2432163a: (B)(4) items manufactured and released on 19-may-2025. Expiration date: 2030-may-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available, no definitive root cause can be established. The absence of x-rays and further clinical details does not allow a more precise conclusion. The device history record review did not indicate any potentially related manufacturing issue, and there is no indication that a device-related issue may have caused or contributed to the event.